Event description:
Multiple nurses report that product has inability to "pop" - break inner fluid bag to activate heat source. Purchasing notified. No injuries reported. Numerous product packaging being thrown away from inability to use.